Manufacturer narrative:
Investigation results were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no item number was available. Review of event description: 28 patients were revised due to unknown reasons. No individual patient information is available. The patients had a cls stem implanted together with an adept resurfacing cup, which is manufactured by matortho (competitor). No other information has been received. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: a letter from national joint registry (njr) was received concerning 28 revision surgeries where a zimmer cls stem was implanted with a matortho adept resurfacing cup. As no specific/individual patient and event information as well as no specific product information (article #/lot #) was provided, we opened 1 complaint covering all the 28 patients. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. As the product involved in this revision surgeries are unknown, and it is also unknown how the components were combined, there is no confirmation of an off-label use. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the potential issues with cls stem are listed in dfmea. Conclusion summary: in conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4)..

Manufacturer narrative:
Additional information was/will be requested at (B)(6). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Zimmer biomet has been informed by the national joint registry (njr) about cls stem (zimmer biomet) used with adept resurfacing cup (matortho). Approx 217 patients have been implanted with this combination (off label use), 28 patient were revised due to unknown symptoms/reasons. No individual patient information is available. No specific/individual patient/event information was provided; no specific product information (article #/lot #) known; no patient harm communicated so far; provided information is coming from an orthopedic registry. Note: the date of the letter is october 11, 2016. However the letter was received by zimmer biomet first on october 21, 2016.